Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported swelling at the ipg site following surgery. When the pt was seen at her post-operative appointment, the physician voiced no complaints regarding the incision sites. F/u info revealed the pt has not contacted the physician since her post-operative appointment.